Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement was performed in right common femoral artery (rcfa) using two proglide devices via a 6f sheath with the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the tavr procedure was completed using a 14f sheath and the sutures of the pre-placed proglide devices did not achieve hemostasis. Manual arterial compression was applied in addition to accessing the left common femoral artery and advancing an unspecified balloon catheter and inflating the balloon at the rcfa to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.